Event description:
Caller reported the following nano smartview system blood glucose results from 11/13/2013: 9:10am 288 mg/dl 9:10am 186 mg/dl 9:11am 116 mg/dl 9:13am 123 mg/dl no adverse event was reported. A request was made for the return of the strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.